Event description:
Customer reports that there is a break in the tubing at the connection between where the tubing connects to the bag and where it enters top of cylinder. Customer is not sure if the set was on a pt when the break was noted, or how long the set was hanging before the separation was discovered if it was on a pt.

Manufacturer narrative:
Product was requested but to date has not been returned; customer's corporate policy prohibits releasing product that has been involved in a pt incident. If the product is received for investigation, a follow up report will be submitted.